Event description:
It was reported that a bilateral patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a debridement of the right hip due to infection. A subsequent revision of the left hip was performed on (B)(6) 2011 due to infection, elevated metal ion levels, and adverse reaction to metal debris. The head and cup were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection, and allergic reaction.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 mdrs filed for the same event for the right hip (reference 1825034-2013-02879 / 02881). The event for the left hip was reported on medwatch numbers 1825034-2011-00852 / 00853.